Event description:
It was reported that the right ventricular lead had exhibited high thresholds and decreased sensing. An unsuccessful repositioning was performed previously on an unknown date. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.